Event description:
The customer initially reported a "non stationary discharge."

Manufacturer narrative:
(B)(4). The customer initial reported a "non stationary discharge". The symptom was later clarified to be that the pt did not have the muscular response to deliver energy that the provider expected. There was no pt impact. The customer declined evaluation and repair as the device is out of warranty. Note that the reported symptoms does not mean that energy was not delivered. The hsxl instructions for use (IFU) states: "the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance." The device remains out of service and philips was unable to determine the cause of the reported symptom.